Event description:
It is reported that the patient's insulin pump was having a screen malfunction and scrambling the readings. Patient's blood glucose level is unknown. Trouble shooting is conducted. No further information available.

Manufacturer narrative:
The insulin pump was intermittent up button response due to corroded keypad traces. No unexpected numbers ramping or scrolling during our testing. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.